Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was damaged, the lower case, side bail covers and ring cover were broken, the battery release, battery drawer and heart lead flex were contaminated, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed, the keyboard was scratched and the serial number label was torn. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that the capacitors failed in-circuit, and the battery removal test failed. After both capacitors were replaced the battery removal test passed. Conclusion: confirmed battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not continue pacing for 15 seconds after battery is removed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.